Event description:
The customer reported smoke was coming from the power supply and the system would not boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system is end of life and the part not available.